Event description:
On an unknown date, a patient in united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2025, the peg-j tube was changed to a balloon retained mic jej due to a buried bumper that was cut out in endoscopy using the flamingo technique.

Manufacturer narrative:
Catalog number (B)(6) is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.